Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that a trial was aborted due to a numbness that patient experienced shortly after the first lead was placed. The lead was removed and patient is currently doing well. The physician believed that the numbness was due to patients stenosis and that it was not device or procedure related. The lead will not be returned per hospital policy.